Event description:
The following has been reported: nurse reported : leaking at the flow dial. Three tubing sets sent from the same team. Problem occurred : before use and during infusion. Drug used during infusion : normal saline. Resolved by : obtaining new tubing . (3 separate tubing events with exact same issue). A preliminary review of the logs identified the following issue: administration set leak (external part). Unknown if issue stopped an active infusion. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
One sample of ivenix administration set was returned for evaluation. No defects were observed during visual inspection. The gold foil were as corresponded to the specific code set-0032-25. Primary line infusion was tested with a set rate of 0.5ml/hr and set volume of 0.1ml and primary line was connected to a saline solution bag. The primary bolus prime process passes successfully. Under microscopic examination, no defects were observed at the administration cassette. An underwater leak test was performed to verify the liquid and air side areas of cassette, and no bubbles were observed coming from the unit. Customer complaint is not confirmed. The probable root cause of the reported incident could not be determined. The evaluation methods applied to the returned sample were not able to identify the origin of the replicated alarm. No visible defects were observed in the unit, and no conclusive evidence was found to explain the issue reported. No leaks coming from the admin set was observed. The current process controls detection include 1) 100% leak and occlusion test is performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode, 2) quality sampling for final physical testing, for performing a flow and underwater leak tests, 3) 100% visual inspection during the manufacturing process and final physical inspections, 4) post sterilization sampling final inspection.the batch record fa24j07021 was reviewed. No exceptions were generated that could classify as a possible root cause of this defect. The finished good lot has passed all sampling acceptance criteria for all tests performed including in-process testing and product testing.